Event description:
It was reported that during a low anterior resection, the surgeon fired the device on large bowel with the originally loaded blue reload. Upon examining the staple line, the surgeon noticed that most of the staples did complete their b-formation and/or form correctly. The surgeon cut out the tissue where the staple line was and hand sewed to complete the closure. There were no pt consequences.

Manufacturer narrative:
Date sent: 12/11/2008. Info anticipated, but unavailable at this time.